Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a guidewire fracture occurred. An accustick ii was being used for an abdominal drainage procedure. The patient was noted to have a lot of scar tissue. The physician used a lot of force to gain access when the guidewire of the accustick ii system broke. The broken section was located outside of the patient so the wire was easily removed from the patient. There were no reported patient complications.